Event description:
It was reported that during a tlh procedure, the surgeon took the device out to clean it, the tissue pad detached from the jaws, no metal had come into contact with the device. No piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.